Event description:
Continued problems with function of machine since (B)(6) 2022. Advent health respiratory refused to service the product or return to manufacturer. Humidifier, power switch, and variable pressure are not working.